Event description:
A customer reported that their device screen was scratched, leading to intermittent issues with finger detection. There was no adverse impact to the customer's blood glucose level. The customer chose not to pursue further troubleshooting, and the case was documented and closed by customer technical support. No additional actions were taken.